Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, indicated that the battery status is currently beginning of life and since the elective replacement indicator (eri) date values is not set, it is 0 causing the date to show as (B)(6) 2000. Ts requested a patient data disk to assess the cause for the remote monitoring disablement. Subsequently, it was noted that the patient became anxious and requested that the device be replaced. This device was explanted and successfully replaced. No additional adverse patient effects were reported.